Event description:
During use of ethicon disposable harmonic ace handpieces, devices break in use and/or pieces fall off inside patient. Multiple devices fail during one case:patient 1: during operative procedure (lsh) laparoscopic supracervical hysterectomy, staff noticed the metal blade was broken off. They removed the harmonic scalpal ace36p and retrieved the broken metal tip out of the patient's abdomen. Opened a second device and used for approximately 1-2 minutes and then it quit. Upon removing the second device and placing on the mayo stand, the metal tip fell off. Opened a third device to finish the case. Placed the third device on back table and the metal tip broke off onto the table.patient 2: during operation procedure (lsh) laparoscopic supracervical hysterectomy, physician was using harmonic scalpel ace36p when staff noticed white pad was missing off disposable device. Harmonic scalpel was removed and pad was retrieved from patient's abdomen. A second handpiece was opened and the case completed.patient 3: during lsh procedure (laparoscopic supracervical hysterectomy), physician was using harmonic ace when staff noticed the pad was partially off the disposable handpiece. Device was removed and another handpiece was opened. Surgery was completed. Patient 4: during surgical procedure (lsh) laparoscopic supracervical hysterectomy, white pad on device became loosened, but still attached. Surgeon requested another device. Second handle opened and case completed.